Event description:
After a procedure, it was noticed that the core impaction drill overheated. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Corrosion damage was observed within the mechanical components of the device.